Event description:
Patient had a left total knee replacement done in another state and with another provider. The pt continued to have pain in the knee. The device was explanted and a new device implanted.